Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. No rewind anomaly noted. Device was received with normal operating currents and passed rewind test, self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump esc button was sticking. The customer's blood glucose value was unknown. Customer stated that insulin pump was slower to rewind. The insulin pump will not be returned for analysis.